Manufacturer narrative:
Per tandem's x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer unintentionally delivered a bolus of 9 units. Reportedly, the customer's blood glucose level decreased to 12 mg/dl, and the customer received assistance from the paramedics and was admitted to the emergency room. To treat the low bg level, the paramedics gave the customer glucose tablets and glucagon shots and was given an injection of dextrose and carbohydrates while in the ER. Additionally, a kidney function test was performed. Approximately 3-4 hours later, the customer left the ER feeling stable with blood glucose level in the 270s (mg/dl). Review of the pump data logs by tandem technical support showed that the bolus of 9 units was programmed and delivered by the customer.